Event description:
The water was flooded from the vicinity of the shoulder belt, but the flooded part could not be confirmed by the actual visual inspection after collection.

Manufacturer narrative:
This event was originally reported under MFR#2916596-2022-01838 as part of a historical jmacs patient registry review in japan through mcs abbott japan affiliate. On 26sep2022 the review of files of this event type was completed. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the returned gogear shower bag confirmed the report of water ingress. The external portion of the bag did not show any damage or wear to any of the seams, zippers, or fabric that could have contributed to a potential leak. A faint stain possibly consistent with prior fluid ingress were noted at the bottom of the bag. The bag was mounted in a sink and sprayed directly with water for over 15 minutes. Following the test, water was observed inside the bag. The cause of this ingress could not be determined. The hm3 instructions for use (in the ¿patient care and management¿ section) and hm3 patient handbook (in the ¿caring for the equipment¿ section) state that wear and carry accessories should be periodically inspected for damage or wear. If an accessory appears damaged or worn, do not use it. Call your hospital contact for a replacement. After showering, the exterior should be wiped with a clean, dry towel and the bag should be allowed to drip dry completely before being used again. This section of the IFU as well as the patient handbook (in ¿living with the heartmate 3¿) also provide instructions on using, assembling, and cleaning the shower bag. The relevant sections of the device history records for the gogear shower bag lot no. 7316248 were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
This event took place at (B)(6). No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that after taking a shower, there was a small amount of water in the patient's shower bag. The other shower bag in the same box did not have any issues.